Event description:
It was reported that an anti-siphon extension set was breaking during infusion. The exact location of the break is unknown; however, it was reported that the plastic seemed brittle. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device and/or any additional relevant information becomes available, a follow-up report will be submitted.